Manufacturer narrative:
Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number. Manufacture date cannot be determined without a lot number.

Event description:
A pt was implanted with prodisc-l at l4-l5 and l5-s1 in 2009. Post-op x-ray indicated either a fracture or subsidence at l5. Pt was returned to the or two weeks later. Surgeon removed the prodisc implants, performed a corpectomy at l5 and placed an expandable cage. Surgeon indicated the pt's bone quality may not have been optimal for the prodisc. This is report # 2 of 6 on this event.